Event description:
On (B)(6) 2026, the patient reported a pod event characterized by a noticeable insulin odor suggestive of a possible leak. The patient also observed that the pink indicator window did not visibly darken during wear, and it remains unknown whether the cannula was visible. These observations are consistent with a potential needle mechanism failure. No impact to the patient's glucose levels was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm the reported needle mechanism failure or to determine its root cause.